Event description:
"After trying to flush the port (B)(6) 2014 no bloodreflux was seen and after several attempts of trying to inject saline for the purpose of confirmation of correct position the saline was seen be injected subcutaneously. A decision was made to remove the port and as this was done no catheter was found. During following x-ray it was found in the right atrium. It was removed via the right femoral vein with no known patient damage. No affected material was collected for investigation."

Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint from another health facility was reported to us on this access ports batch. Investigation: despite several requests, the device nor the x-ray pictures have been forwarded to the manufacturer. Without these elements, no thorough investigation can be performed. No conclusion can be drawn.